Event description:
Ous MDR - it was reported that approx. 108 months after the implantation the patient received inappropriate shocks due to oversensing. The lead was capped and a new lead was implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed right ventricular oversensing leading to shock delivery as reported in the complaint text. Furthermore the provided x-ray images comparing the systems position in 2009 and 2018, did not show any significant changes. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.